Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned truetome 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, kinked and broken from the proximal pierce hole. The customer provided pictures where was possible to observe the pouch of the device and the cutting wire broken and kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the nurse opened the package, took out the device and found that the blade wire was fractured. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the nurse opened the package, took out the device and found that the blade wire was fractured. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.